Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2015 with the following findings: review of the black box data revealed the last basal delivery was on october 27, 2015 at 16:09 and the last bolus delivery was on october 27, 2015 at 14:13. The basal and bolus deliveries added up appropriately to the total daily dose (tdd) showing that the pump was delivering accurately until the last date used. The pump performed the ezprime steps with no issues occurring. The pump was exercised for 24 hours on a 1 u/hour basal rate and the pump correctly recorded 24 units delivered in the tdd. A 10 unit audio bolus and a 10 unit normal bolus were performed and both were accurately recorded in the tdd and bolus history. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Investigation did not duplicate an inaccurate delivery issue. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on 11/9/2015 alleging the pump experienced inaccurate delivery of insulin to the patient resulting in hyperglycemia with blood glucose measuring less than 500 mg/dl and no reported symptoms suggestive of hyperglycemia. This blood glucose excursion does not meet animas' criteria of a reportable adverse event. Therefore, no report of a patient adverse event is being made with this complaint. The reporter alleged an inaccurate delivery of insulin by the pump, resulting in elevated blood glucose. No further details were reported. This complaint is being reported because the alleged inaccurate delivery issue remained unresolved.